Event description:
Pt had a large defibrillator pad on across chest. Upon removal, a nickel sized burn was noted. The metal and connector on the pad seem to have caused the burn pt was being monitored for low heart rate.